Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was removed due to infection. Patient was implanted with 2 leads on (B)(6) 2013 and only one is now actively being used due to removal of the other one. The lead was removed prior to implant of the rest of the system. The removal was at least 4 months prior to the date of this report. Additional information received reported the information was correct and the lead was removed at an unknown date and a new implant inserted.